Event description:
It was reported to technical services on 4/12/11 that this IV lead has diaphragmatic stimulation and anodal stimulation. The lv lead will be repositioned by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).